Event description:
It has been reported to company that the hypotube of the device separated resulting in the occlusion balloon deflating. The physician inserted the occlusion balloon wire into the pt and inflated to 4.5 mm to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and the hypotube separated which resulted in occlusion balloon deflating. The physician inserted the aspiration catheter and aspirated the particulate from the vessel. The device was removed and the pt is reported to be fine.